Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that the patient experiencing muscle stimulation presented in clinic for normal follow up. Upon interrogation, the pulse generator exhibited far r wave oversensing. The device was reprogrammed and the complaints were resolved.